Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was a gap between the front panel and the top cover, the painting on the top cover was peeled off, and the light intensity was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the demo device visera elite ii video system center had a gap between the upper cover and the front panel. The issue was found during a demonstration. Inspection and testing of the returned device found the intensity of the white light is low. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code 105 was caused by failure of the led unit. However, a specific cause of led unit failure could not be identified. Olympus will continue to monitor field performance for this device.